Manufacturer narrative:
The pump passed the displacement test, rewind, self-test, unexpected restart error test and basic occlusion test. No motor error alarm noted during testing. The pump was unable to prime during prime test due to moisture damage to the force sensor resistor. All operating currents are within specification. The pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked battery tube threads, shifted end cap sticker and stained end cap sticker. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received a motor error alarm on their insulin pump. It was reported that the customer's blood glucose was 90mg/dl. Troubleshoot was reported to be conducted. It was reported that the device passed testing and was able to rewind. It was reported that the device would be replaced and returned for analysis.